Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the staples did not form properly. They did not form the 'b' shape three of the staple legs were sticking straight up. Case completed with the same stapler. The staple line was over sewn. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: one photo was received. Upon visual inspection of a photo, the following was observed: the photo shows tissue and appears to be that three staple legs protruding of the tissue. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.